Event description:
It was reported hemodynamic compromise and stroke occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. Ice ruled out pre-existing thrombus. 3000u bolus of heparin administered prior to transseptal puncture (tsp) and the activated clotting time (act) was 168 seconds so another 2000u of heparin was bolused with the subsequent act being 217 seconds. A double curve watchman access system (was) was positioned at the laa and a 24mm watchman flx pro closure device and delivery system (wds) were advanced and deployed. The release criteria were not met, so the physician re-sheathed the wds to the flx ball and hypotension and bradycardia was immediately noticed. The wds was removed, and ice and transthoracic echocardiogram (tte) ruled out pericardial effusion. Atropine medication was given. The procedure was aborted. The patient was alert, and pupils were reactive once the patient woke up from anesthesia. The patient was admitted overnight for monitoring. The next day post index procedure, the patient had a minor stroke and is expected to recover.

Manufacturer narrative:
H6 patient code corrected from tia to stroke/cva.

Event description:
It was reported hemodynamic compromise and stroke occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. Ice ruled out pre-existing thrombus. 3000u bolus of heparin administered prior to transseptal puncture (tsp) and the activated clotting time (act) was 168 seconds so another 2000u of heparin was bolused with the subsequent act being 217 seconds. A double curve watchman access system (was) was positioned at the laa and a 24mm watchman flx pro closure device and delivery system (wds) were advanced and deployed. The release criteria were not met, so the physician re-sheathed the wds to the flx ball and hypotension and bradycardia was immediately noticed. The wds was removed, and ice and transthoracic echocardiogram (tte) ruled out pericardial effusion. Atropine medication was given. The procedure was aborted. The patient was alert, and pupils were reactive once the patient woke up from anesthesia. The patient was admitted overnight for monitoring. The next day post index procedure, the patient had a minor stroke and is expected to recover. It was further reported that the patient had a small ischemic stroke, yet the symptoms resolved, and the patient was discharged from the hospital the next day. There were no cognitive residual effects. No further details are available.

Manufacturer narrative:
B5: information added. H6 patient code updated from stroke/cva to transient ischemic attack.

Event description:
It was reported hemodynamic compromise and stroke occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. Ice ruled out pre-existing thrombus. 3000u bolus of heparin administered prior to transseptal puncture (tsp) and the activated clotting time (act) was 168 seconds so another 2000u of heparin was bolused with the subsequent act being 217 seconds. A double curve watchman access system (was) was positioned at the laa and a 24mm watchman flx pro closure device and delivery system (wds) were advanced and deployed. The release criteria were not met, so the physician re-sheathed the wds to the flx ball and hypotension and bradycardia was immediately noticed. The wds was removed, and ice and transthoracic echocardiogram (tte) ruled out pericardial effusion. Atropine medication was given. The procedure was aborted. The patient was alert, and pupils were reactive once the patient woke up from anesthesia. The patient was admitted overnight for monitoring. The next day post index procedure, the patient had a minor stroke and is expected to recover. It was further reported that the patient had a small ischemic stroke, yet the symptoms resolved, and the patient was discharged from the hospital the next day. There were no cognitive residual effects. No further details are available.